Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the telepack. Problem was solved.

Event description:
Customer reported a communication loss between the panorama central station and ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.